Event description:
It was reported that the patient with an advance sling underwent a procedure to implant an artificial urinary sphincter (aus) because the sling was not effective, and his incontinence remained unchanged. An aus was implanted. No additional patient complications were reported.